Event description:
It was reported that a pt had been intubated since birth. The pt was extubated in 2009 and placed on nasal CPAP with mask. Two weeks later, a mild upper frenulum breakdown was noted, and three days later, the therapy was changed to a bubble CPAP system. The pt circuit used consisted of a drager baby flow disposable CPAP circuit, nasal prong and neo mask. The prong and mask were used alternately to relieve pressure points. The following month, the pt was found to have an open wound with most of septum having eroded. The frequency of wound therapy was changed to daily and two weeks later, the pt was re-intubated due to increased spells of difficulty breathing and possible nasal obstruction vs sepsis. After continued wound therapy, the pt was extubated about elelven days later. The baby was discharged two months later. It was reported that the pt will likely need reconstructive surgery when older.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Five sealed packages were received and each was numbered 1-5. Packages 2-5 are fine with no defects. Upon visual examination of package 1, it was observed that the tip of the sound dilator component was not seated properly in the blister and caused damage to the tyvek and to the component which was pressed into the seal area of the package. Sales unit #2,five sealed packages were received and each was numbered 1-5. Packages 2-5 are fine with no defects. Upon visual examination of package 1, it was observed that the tip of the sound dilator component was not seated properly in the blister and caused damage to the tyvek and to the component which was pressed into the seal area of the package.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that before an unknown procedure, a package with a hole in the tyvek was found during (B) (4) labeling process.